Event description:
It was reported that after placing the implantable cardioverter defibrillator (ICD) into protection mode for magnetic resonance imaging (MRI), the healthcare provider observed that the patient developed an erratic heart rate while in the MRI scanner. The patient was removed from the scanner and the ICD was taken out of MRI protection mode and it was discovered that the patient had entered an atrial arrhythmia during the scan. The patient complaint of dizziness and was sent to the emergency room for evaluation. It was confirmed that at the time of the MRI programming the patient had a sinus rhythm with a pace/v sense at 60 beats/minute. The ICD remains in service. Additional information received indicated that the rhythm was atrial fibrillation with rapid ventricular response that developed into monomorphic ventricular tachycardia which was successfully terminated after two rounds of anti-tachycardia pacing delivered by the ICD. Follow-up showed that the ICD was functioning normally, and no programming changes were required. The patient has not been yet scheduled to undergo another MRI and was to receive anti-arrhythmic medication going forward.